Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report 400495835. The device was provided for an examination and root cause analysis in our service laboratory in melsungen. The history files were read out and analyzed. Caused of no day of occurrence was reported, the history log file of last possible infusion therapy of the 3rd of december 2020 were analyzed. It could be detected an infusion therapy with a setting of a vtbi of 500 ml and a flow rate of 100ml/h. According the history log files a infusion line type spaceline was selected. The infusion started at 09:47am. At 01:21pm the infusion was manually stopped by user. On this time the actual infused volume was 355,94 ml. After the manually stop the device was switched off. During the investigation of the device history no flow deviation or other abnormalities could be found. During the visual inspection of the infusomat space, all cover caps on the screw pillars as well as the seal on the lower housing were available and undamaged. As part of the functional check the self test of the infusomat space could be successfully performed. An infusomat space line could be inserted and was recognized by the pump. After the line selection the delivery mode could be started without any reservations. After the functional test a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal delivery rate of 100 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured with a value of -0,97 %. This value is inside the instruction for use predefined performance characteristic of the device. The downstream sensor was checked. For this the delivery accuracy measurement the pressure cut-off and the pressure limitation were checked. Furthermore the pressure stability of the safety clamp concerning the percolation (free flow possibility) was checked. The device fulfills the required values according to the specifications of the technical safety check (tsc). To investigate the inside of the device, only the upper housing was removed. No damages or liquid residues could be found inside the device. The complaint could not be confirmed. During a flow measurement no flow deviation could be detected. The device works within our specification. No product deviation.

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). As no sample was provided, an examination and root cause analysis was not possible at our service laboratory in melsungen. According to the error description no further analyses could be performed. The information provided has been entered into our complaint database and will be included in our trend analysis of this product line. The complaint will be assess as not confirmed.

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report 400495835. The device has been requested to send it for investigation to bbm laboratory in melsungen, germany. If an investigation report is available, a follow-up report will created.

Event description:
As reported by the user facility information by bbm sales organization in sweden: "underinfusion" customer information: the nurse has connected 1000 ml glukos with the setting 42 ml/h. When the pump alarmed vssi near empty after 24h, the nurse discovered that there were approx. 500ml left in the bottle.